Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information received. 69 patients were affected. They include a chart with only 30 cases with some lot number and expiration dates. About injuries no major issues were reported, some patients mentioned exhibiting pulmonary arterial hypertension symptoms.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there is a spike in complaints from patients related to leaky extension set. No patient injury reported.